Event description:
It was reported that during a follow up, increased threshold was present on the rv lead. It was noted that the patient is dependent. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.